Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a pharmaceutical company. It was clarified that the patient did not receive baclofen through her pump and was not on baclofen. The patient¿s pump administered bupivacaine and morphine. The patient continued to have no motor function in her legs (as of (B)(6) 2017). The patient¿s weight was unknown.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The manufacturing representative was ¿almost certain¿ the pump was delivering lioresal. However, it was later reported that the drug was listed as ms-bu 35 mg/ml and 2.542 mg/day. The manufacturing representative assumed this was morphine and bupivacaine. It was reported that the pump was refilled, and shortly after, the patient returned to the emergency room with numbness and leg weakness. No programming changes were made other than the volume. The printouts looked normal, and no bolus was programmed. The hcp accessed the pump, and there was a ¿major discrepancy¿ (they only pulled out 30 ml). The pump was switched to minimum rate, and saline was put in the pump. The patient currently had no motor function in her legs after being able to walk out of the office after the refill. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.